Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 27-apr-2021. The most recent information was received on 07-may-2021. This spontaneous case was reported by a nurse and describes the occurrence of heavy menstrual bleeding ('signs of pre-menopause: uncontrolled menstruation') and back pain ('sciatica-like lumbar pain more and more frequently, resulted in a 5-month sick leave in 2017/ severe low back pain') in a 40-year-old female patient who had essure (batch no. B4406 -invalid) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menopausal since 2020. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced intermenstrual bleeding ("signs of pre-menopause: sometimes substantial metrorrhagia"), spinal osteoarthritis ("l4-l5 osteoarthritis of the discs"), intervertebral disc space narrowing ("disc space narrowing"), intervertebral disc protrusion ("disc fissure"), back pain (seriousness criterion medically significant) and hot flush ("signs of pre-menopause: around 5-6 hot flushes in 24 hours"). In 2017, the patient experienced tendonitis ("tendinitis (achilles tendons in particular)"), arthralgia ("joint pain, wrist pain, intense pain in my left shoulder for the past several weeks"), myalgia ("diffuse myalgia") and fatigue ("moments of very severe fatigue, increased in frequency over time"). In 2018, the patient experienced disturbance in attention ("significant difficulty concentrating"), memory impairment ("lapses in memory"), aphasia ("increasingly groping for words") and auditory disorder ("hearing problems, more pronounced on the left side, in my view"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), confusional state ("confuse appointments"), sluggishness ("physical slowness") and cognitive disorder ("cognitive sluggishness") and was found to have weight increased ("gained weight"). The patient was treated with analgesics, hormones, physical therapy (since 2017 (break from late 2018 - (B)(6) 2020)) and infiltration in the gluteus medius on (B)(6) 2021. Essure treatment was ongoing at the time of the report. At the time of the report, the heavy menstrual bleeding, intermenstrual bleeding, spinal osteoarthritis, intervertebral disc space narrowing, intervertebral disc protrusion, back pain and weight increased outcome was unknown and the hot flush, tendonitis, arthralgia, myalgia, fatigue, disturbance in attention, memory impairment, aphasia, confusional state, auditory disorder, sluggishness and cognitive disorder had not resolved. The reporter provided no causality assessment for aphasia, arthralgia, auditory disorder, back pain, cognitive disorder, confusional state, disturbance in attention, fatigue, heavy menstrual bleeding, hot flush, intermenstrual bleeding, intervertebral disc protrusion, intervertebral disc space narrowing, memory impairment, myalgia, sluggishness, spinal osteoarthritis, tendonitis and weight increased with essure. The reporter commented: I am due to have the devices removed in may (a salpingectomy with left cornuectomy is scheduled, +/- hysterectomy); surgery has already been postponed because of health restrictions due to covid. My extended work leave is making things difficult for my colleague, who has to handle our healthcare shifts, both paramedical and administrative, on her own. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kgs. Magnetic resonance imaging - in (B)(6) 2016: l4-l5 osteoarthritis of the discs with disc space narrowing and disc fissure; in (B)(6) 2017: l4-l5 osteoarthritis of the discs with disc space narrowing and disc fissure. Rheumatological examination - in 2017: screening results negative for autoimmune diseases (human leucocyte antigen b27, sacroiliac MRI). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-may-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 27-apr-2021. This spontaneous case was reported by a nurse and describes the occurrence of menorrhagia ('signs of pre-menopause: uncontrolled menstruation') in a (B)(6) year-old female patient who had essure (batch no. B4406) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menopausal since 2020. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced metrorrhagia ("signs of pre-menopause: sometimes substantial metrorrhagia"), spinal osteoarthritis ("l4-l5 osteoarthritis of the discs"), intervertebral disc space narrowing ("disc space narrowing"), intervertebral disc protrusion ("disc fissure"), back pain ("sciatica-like lumbar pain more and more frequently, resulted in a 5-month sick leave in / severe low back pain") and hot flush ("signs of pre-menopause: around 5-6 hot flushes in 24 hours"). In 2017, the patient experienced tendonitis ("tendinitis (achilles tendons in particular)"), arthralgia ("joint pain, wrist pain, intense pain in my left shoulder for the past several weeks"), myalgia ("diffuse myalgia") and fatigue ("moments of very severe fatigue, increased in frequency over time"). In 2018, the patient experienced disturbance in attention ("significant difficulty concentrating"), memory impairment ("lapses in memory"), aphasia ("increasingly groping for words") and auditory disorder ("hearing problems, more pronounced on the left side, in my view"). On an unknown date, the patient experienced menorrhagia (seriousness criterion intervention required), confusional state ("confuse appointments"), sluggishness ("physical slowness") and cognitive disorder ("cognitive sluggishness") and was found to have weight increased ("gained weight"). The patient was treated with analgesics, hormones, physical therapy (since 2017 (break from late 2018 - (B)(6) 2020)) and infiltration in the gluteus medius on (B)(6) 2021. Essure treatment was ongoing at the time of the report. At the time of the report, the menorrhagia, metrorrhagia, spinal osteoarthritis, intervertebral disc space narrowing, intervertebral disc protrusion, back pain and weight increased outcome was unknown and the hot flush, tendonitis, arthralgia, myalgia, fatigue, disturbance in attention, memory impairment, aphasia, confusional state, auditory disorder, sluggishness and cognitive disorder had not resolved. The reporter provided no causality assessment for aphasia, arthralgia, auditory disorder, back pain, cognitive disorder, confusional state, disturbance in attention, fatigue, hot flush, intervertebral disc protrusion, intervertebral disc space narrowing, memory impairment, menorrhagia, metrorrhagia, myalgia, sluggishness, spinal osteoarthritis, tendonitis and weight increased with essure. The reporter commented: I am due to have the devices removed in (B)(6)(a salpingectomy with left cornuectomy is scheduled, +/- hysterectomy); surgery has already been postponed because of health restrictions due to covid. My extended work leave is making things difficult for my colleague, who has to handle our healthcare shifts, both paramedical and administrative, on her own. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Magnetic resonance imaging - in (B)(6) 2016: l4-l5 osteoarthritis of the discs with disc space narrowing and disc fissure; in (B)(6) 2017: l4-l5 osteoarthritis of the discs with disc space narrowing and disc fissure. Rheumatological examination - in 2017: screening results negative for autoimmune diseases (human leucocyte antigen b27, sacroiliac MRI). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.